Event description:
During use for a cardiopulmonary bypass procedure, it was observed tht the gas flow from the gas blender module went to zero and could not be controlled. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.